Event description:
It was reported that during exposure, the unit allegedly terminated the remaining exposure time, released compression, rotated the c-arm 180 degrees and then lost power. The technologist was unable to restore power to the system. No injury was reported.